Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 2ea abg have fm in the barrel.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that prior to use foreign matter was discovered with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 2ea abg have fm in the barrel.